Manufacturer narrative:
Section a5: ethnicity: unknown/asked but not provided. Section b3: date of event: exact date unknown/not provided. Only provided as a month after lens was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded toric monofocal intraocular lens (iol) was explanted from the patients right eye due to surgeon's preference. There was no delay in procedure, no vitrectomy or sutures required, however, it is unknown if there was an incision enlargement or if medication was prescribed. Additional information was provided and clarified that the patients near and distance vision continued to be blurry. The patient was displeased with the vision and had been to the clinic for several follow ups, therefore, it was the surgeons decision to explant the lens. The patient had light adjustable lens (lal) implanted as a replacement. And the patient is pleased with the outcome. No other information was provided. The patient had bilateral lens implantation. This report is to capture the patient's right eye. A separate report is being submitted to capture the patient's left eye.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 2/05/2026. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the lens was received in a plastic case inside a plastic bag. The lens was observed to be cut in half with one haptic detached and missing, and coated in viscoelastic residue. The lens was cleaned and inspected and no further issues were identified. No issues that could contribute to the complaint issue were observed. During the product evaluation it was confirmed that the physical characteristics of the lens matched a diu300 model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.